Event description:
It was reported to physio-control by a 3rd party service agent that the customer's device had displayed a premature low-battery indicator. Upon evaluation of the device, the service agent observed that the internal hybrid layer capacitor (hlc) batteries were at zero (0), which could inhibit the device's ability to provide defibrillation therapy, if it were necessary.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified that the reported internal hlc voltage dipped and then returned to normal levels. During testing, the reported issue did not recur and the device tested normally with no discrepancies. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.